Event description:
The account alleged the pt position module is not alarming. No pt impact.

Manufacturer narrative:
The technician replaced the pt position module power control board assembly to resolve the issue.